Event description:
It was reported that while using an unspecified bd microtainer map tube clotting occurred. The following information was provided by the initial reporter: "2 years ago we started using the bd map tubes in hematology. We had a huge problem with specimens clotting in nicu, about 25% of their specimens would be clotted and we asked them to discontinue using. We have found out they are using again and I¿m hoping we can get some education to them. Roughly 2-2.5 years ago I asked our previous rep to supply education to our nicu and she said bd would not do so because we were not using bd¿s heel lancet. Is there anything you can do to help us? We are rejecting a lot of specimens lately due to clotting because the nurses are not collecting properly. We do supply education to them but it would be fantastic if we could help from our vendor. Also, do you have package inserts for the map tubes and the microtainer? They would like those as well."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd microtainer map tube clotting occurred. The following information was provided by the initial reporter: "2 years ago we started using the bd map tubes in hematology. We had a huge problem with specimens clotting in nicu, about 25% of their specimens would be clotted and we asked them to discontinue using. We have found out they are using again and I¿m hoping we can get some education to them. Roughly 2-2.5 years ago I asked our previous rep to supply education to our nicu and she said bd would not do so because we were not using bd¿s heel lancet. Is there anything you can do to help us? We are rejecting a lot of specimens lately due to clotting because the nurses are not collecting properly. We do supply education to them but it would be fantastic if we could help from our vendor. Also, do you have package inserts for the map tubes and the microtainer? They would like those as well."